Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 50 device was observed leaking at the location of the blue winged cap. The device was filled with 90mg of pamidronate in 250ml 0.9% sodium chloride. The product was not administered to the patients. The leak was noted prior to product use and there was no report of patient injury or medical intervention. This is report 10 of 17 with the same reported problem from this facility.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the jaws of the device will not open all the way. The device was used on the infundibular pelvic ligament however the device was not stuck on tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(4)